Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event in which infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026. The patient reported hyperglycemia which was managed with a corrective bolus administered via the pump.